Event description:
This complaint originated from our foreign distributor in (B)(6). The distributor contacted carefusion technical support to report that the audible alarm on one of their ventilators is not working. According to the distributor, this problem occurred during testing, and prior to installation. No patient involvement.

Manufacturer narrative:
(B)(4). The customer stated that he replaced the gas delivery engine, with one from their stock, and the problem was correct. Carefusion technical support shipped the distributor a replacement gas delivery engine. They also issued a returned goods authorization (rga) number to the user facility for the return of the alleged faulty gas delivery engine for evaluation. As of 03/11/2015, the alleged faulty delivery engine has not been received. Should the alleged faulty gas delivery engine be received and evaluated, a followup medwatch report will be submitted.